Event description:
Charger exploded- oral-b power toothbrush [device catching fire]. Case narrative: consumer reported via web that her toothbrush charger exploded. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.

Manufacturer narrative:
Complained product will not be not available.

Event description:
Charger exploded...toothbrush smoking- oral-b power toothbrush [device catching fire] . Case narrative: consumer reported via web that her toothbrush charger exploded. No injury was reported. Follow up 11-mar-2026: case (B)(4) was identified as duplicate for the case (B)(4) to data received on 11-mar-2026 and the case information from (B)(4) was merged in (B)(4).